Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) had to be repositioned more than three times but would not pace at maximum outputs. The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.